Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received, the electrode belt was fully functional and able to detect and treat. The electrode belt-monitor connection was fully functional. There is no evidence to suggest that the monitor or belt caused or contributed to the patient's death. Device manufacture date and usage of device: monitor: 08/2012 - reuse; belt: 04/2010 - reuse.

Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that an (B)(6) year old male patient had passed away on (B)(6) 2013. There is no additional information could be obtained about the patient's death. A review of the patient's downloaded data showed that at 19:40:40 an arrhythmia of ventricular tachycardia at 163 bpm with CPR artifact was detected. The electrode belt was then disconnected at 19:40:46. The device properly detected ventricular tachycardia. However, CPR artifact and subsequent disconnection of the electrode belt prevented the treatment from being delivered.